Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set occlusion at site event on (B)(6) 2024. Patient's blood glucose at time of event exceeded 500mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.